Event description:
Infuse-a-port placed at outlying facility. Injection of contrast material attempted during CT scan with disruption of port and extravasation of contrast. Infuse-a-port explanted and new PICC line placed.